Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was defective. The defect was further described as leak coming from an unknown location. This issue was identified after filling at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The device was manufactured from september 17, 2020 - september 18, 2020. The device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged cap. The blue winged luer cap was tightened, and a functional leak test was performed, and no issues were noted. Based on the analysis finding, the infusor device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.